Manufacturer narrative:
The device was received with no vibration due to broken vibrator wire. It was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. Customer's blood glucose level was unknown. Self test was done and insulin pump did not vibrated during test. Insulin pump will be returned for analysis.